Event description:
It was reported that a male patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that during an afib case, a pericardial effusion was noticed. There was a drop in blood pressure on the patient which caused them to check for an effusion on intracardiac echocardiography (ice). They monitored the patient while they did a few lesions before they noticed the pericardial effusion got larger. The medical intervention provided was a pericardiocentesis and they had to drain fluid twice. The first time they drained fluid and continued to monitor the patient. The second time they drained fluid, they had monitored the patient for an hour and a half before they noticed a buildup of fluid in the pericardium. A total of 1 liter of fluid was removed. CT surgery was called in and they repaired a hole in the left atrial appendage. The patient was reported to be in stable condition. They were still trying to determine what caused the pericardial effusion. Additional information received indicated the adverse event was discovered during use of biosense webster products. The cause of this adverse event is unknown by the customer. The patient was taken into recovery. A transseptal puncture was performed with a brk needle by abbott. Prior to noting the pericardial effusion ablation was not performed. There was no evidence of steam pop. It is unknown when the event occurred, either during transseptal phase or mapping phase. It was reported that irrigated catheter flow settings were not relevant. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Visitags were used post pericardial effusion. No additional filter was used with the visitag. Color options used prospectively were visitag colored by force time intervel (fti).

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30727200l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).